Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, varying pacing lead impedances, a decrease in sensitivity and noise episodes were noted on the rv lead. No intervention has been done as the lead remains implanted. The physician planned to cap the lead during a generator replacement. The patient device had 3 months remaining longevity. The patient was in stable condition.

Manufacturer narrative:
Correction: report source of ¿user facility¿¿¿ was missing from previously submitted MDR.

Event description:
New information noted that the patient presented in clinic to discuss device replacement as the device reached end of service on 5/16/2018. The right ventricular lead was noted with high threshold. Replacement for both the device and the lead was discussed; however, the patient refused to have either. The device was turned off on (B)(6) 2018 for the lead noise issue. The patient was stable.